Event description:
It was reported that during surgery, the thickness adjustment problem varies during the grafting procedure. The device changes thickness on its own, from 3 to 10 for example. The unit was not cutting properly. The taken graft was damaged and additional unplanned skin grafts were required to complete the surgery. There was a surgical delay of an unknown time while they were suturing of frayed skin flaps of different thicknesses. Another device was not used to complete the surgery. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: france.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the unit was out of calibration and the control bar was out of position. The control bar was replaced and the unit recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.